Event description:
Trinity revision of the modular head after 23 days due to infection.

Manufacturer narrative:
Per -4830 initial report. Additional information including post primary and pre revision x-rays, operative notes and an update on the patient post revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation documents will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA.

Event description:
Trinity revision of the modular head after 23 days due to infection.

Manufacturer narrative:
Per (B)(4) final report. Additional information including post primary and pre revision x-rays, operative notes and an update on the patient post revision has been requested. However, this information was not provided. The appropriate device details were provided, and the relevant manufacturing and sterilisation record has been identified and reviewed. The device was manufactured, packaged and sterilised to the correct specifications at the time of manufacture. The sterilization method and sterile barrier system used to package the device have a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery. Based on the above, no further investigation can be conducted and the root cause of the infection could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be reopened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.